Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were having air bubbles. The customer's blood glucose was around 100 mg/dl at the time of incident. The customer's blood glucose was 374 mg/dl at the time of call. The customer's mother also the reservoir were tilted and would not connect to infusion set properly. The customer's mother reported that the cap was also away more than usual. The reservoir will not be returned for analysis.